Manufacturer narrative:
On february 12, 2021 additional information received indicated that the left implant had ruptured. The rupture implant discovered during the surgery on (B)(6) 2021. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021 additional information received indicated that the patient underwent bilateral mastopexy, and replacements with right breast: breast augmentation, subglandular with allergan 345 cc silicone gel, smooth ssm (B)(4). Serial number: (B)(6). Nd, moderate profile implant, reference number: left breast: breast augmentation, subglandular wlth allergan 345 cc silicone gel, smooth (B)(4). Serial number: (B)(6). Moderate profile implant, reference number: (B)(4). This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample determined that the sm mpp gel 550c breast implant was found to be ruptured. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which the patient reported experiencing lump on the right, and pain on both sides. No diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.